Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 11-mar-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported during the routine pump replacement procedure, the physician tried to aspirate from the cap (catheter access port) prior to the surgery starting, but he was not able to. He tried again after opening up the pocket and was still unable to get any return. He then decided to explant the entire old catheter and replace it with a new catheter. The cause of the issue was unknown. It was noted that the patient denied any issues with therapy.